Event description:
(B)(4). Constant lower back pains, dull and aching pains on both sides of lower abdominal area, heavy clotty bleeding for most of the entire month, when does stop - intercourse makes me bleed again, swelling of belly area, depression, anxiety, sharp pains on my left side, hot and cold flashes, very lethargic at times, memory loss, painful intercourse, crying spells, and moodiness.